Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism is confirmed but the exact cause remains unknown. One photo sample of a 22 ga safestep infusion set was provided for evaluation. Blood residue is present within the extension tubing. The clamp is engaged near the proximal end of the tubing. The safety mechanism plate is completely detached from the needle shaft and is not shown in the image provided. The needle shaft and components from the safety mechanism could not be inspected for damage or dimensional properties due to the lack of a physical sample. Based on the photo sample provided, possible contributing factors include excessive force applied during handling or during activation of the safety mechanism. Since the safety plate was observed to be completely detached from the needle, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported safety device on line broke off. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse was called into room stating ivad line was broken and blood backing into line and clamped line immediately. Line deaccessed and safety device on line broke off as well. No other information was provided.